Event description:
Additional information was received on (B)(6) 2013 that the patient was a "picker", as reported by the patient's parents. The parents also reported that about two weeks ago, the patient's infection had healed and the patient is doing fine now. On (B)(6) 2013, the patient's vns device was explanted. Per the physician, the patient continues to pick at the infection site. The infection has not yet healed due to the patient's consistent picking at the site. Therefore, the patient's parents do not want the patient re-implanted with a new vns at this time.

Event description:
It was reported that the vns patient developed an infection approximately two weeks after implant. The patient's father reported that the patient was placed on antibiotics and the wound was drained. The father reported that they thought the infection was getting better, but that the patient was in the emergency room yesterday and the physician reportedly was able to express some fluid from the incision. The father also reported that the emergency room physician prescribed two antibiotics. Clinic notes dated (B)(6) 2013 noted that there was a suspected post op infection and that cultures returned consistent with staph. It was noted that the patient was placed on 10 day course of keflex at the previous visit. The notes indicated that the swelling around the generator has decreased and there is no erythema or drainage coming from the incision site. It was noted that there is a large purple colored blister in the superior portion of the incision. It was later reported that the patient was seen on 09/09/2013 and that the incision was looking much better and that the patient would be see by the surgeon again in two weeks.

Event description:
On (B)(6) 2015, it was reported that the patient was referred for lead explant due to post-operative infection. Operative notes from the (B)(6) 2013 surgery were received showing that the lead was explanted. Clinic notes showed that the patient was referred for lead explant surgery for impaired healing due to operational context. The patient had continued drainage from her cervical incision and had been seen in the ed multiple times and placed on several rounds of antibiotics with no success in healing this area. The axillary incision was well healed. The patient was referred for lead removal from her vagus nerve in order to allow this area to heal. Notes dated (B)(6) 2014 stated that her non-healing wound is simply from her picking at it.